Event description:
It was reported that on (B)(6) 2023 during a routine generator change that the atrial lead was difficult to remove and was broken. The atrial lead insulation was damaged. The physician elected to cap and replace the atrial lead that day. The patient condition was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.